Event description:
During the procedure, a tip of a 30-degree awl broke, but was retrieved in its entirety by the surgeon. The broken tip was matched perfectly with the remaining surgical instrument. Used to scrape the bone. No patient harm. Third party vendor used for instrument and scope repairs. Operating room director met with vendor representative. They only service what we send them to repair, either via send out or instrument repair truck.